Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Cardioquip investigated the device and found the heater and heater chamber were nonfunctioning. The heater chamber had melted due to improper distribution of heat from the heater. Cardioquip replaced all damaged components in the device and device passed final inspection and is fully functional.

Event description:
Customer reports the unit started smoking during a case. Unit didn't catch fire but there are smoke stains in the tank.